Manufacturer narrative:
Manufacturing date: unknown since serial number is was not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a symfony intraocular lens (iol) patient was doing well. However at 1 week post-op the patient had a smaller pupil and had poor visual acuity. The physician stated that the patient's iol was not in her visual axis. The patient had degraded distance visual acuity to 20/50. Physician is seeking advice and thinks that the lens needs to be re-centered in the visual axis to help visual acuity. The physician stated that he didn¿t find much refractive error. Through follow up, it was learned that the physician re-adjusted the iol on (B)(6) 2017, in a secondary surgery and trying to line up the center button to the pupillary axis. There were no complications reported associated with this secondary surgery. Patient¿s visual acuity has improved. No further information was provided.